Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to implant the right ventricular (rv) lead, but was unable to advance the stylet to the end of the lead. The stylet was removed multiple times and wiped down, but it was still unable to advance. The lead was not used, and the physician was able to use the stylet to implant a second lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-58 blue stylet was inserted in the lead and came to an occlusion at 52 cm. The occlusion was distorted distal conductor at 52 cm along with distorted inner tubing at 52 cm. If information is provided in the future, a supplemental report will be issued.